Event description:
It was reported by the patient that the implantable cardiac monitor (icm) came out of the implant site; the clinic placed tape over the incision. The icm then reportedly "moved in [their] chest"; it was noted that the patient experienced discomfort. The icm remains in use. No further patient complications have been reported as a result of this event.